Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a contour vl ureteral stent was used during a ureteroscopy procedure in the ureter, performed on (B)(6) 2021. During the procedure and inside the patient, when the physician inserted the stent, it was noticed that the tip of the stent was frayed. Another contour vl ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.